Manufacturer narrative:
Film evaluation results are: a review of CT¿s 5+ years post-implant revealed that a talent/aneurx stent graft system was implanted in the patient. The talent bifurcate and aortic cuff were positioned just below the lowest left renal artery within the angulated neck. The bifur/cuff aortic bodies and infrarenal neck were angulated ~90 deg relative to the iliac limbs, and 60 deg relative to the suprarenal neck. The bifurcate ipsi limb on the left side had detached from the 28mm aneurx cuff which was partially within the left common iliac artery. The contra limb on the right side was extended with a 24mm aneurx cuff; however, the distal end of the cuff was within the aaa sac and not the rcia. The max diameter aaa measured ~9cm and bilateral distal type ib endoleaks were observed. The stent graft was patent within the infrarenal aorta and aaa sac; however, no clear contrast was seen within the detached left iliac limb or within either of the iliac/femoral arteries. The maximum diameter of the rcia measured ~30mm, and within the lcia measured 33mm. No other stent graft issues were observed. The exact cause of the bilateral distal type I endoleaks and limb detachment could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for return. It is possible that the type ib endoleaks were caused by disease progression; iliac artery dilatation. Aneurysm and vessel morphology changes, as seen from the currently severely angulated anatomy, may have also contributed to the endoleaks as well as the detachment of the iliac limb from the bifurcate. Films during and post-intervention were not returned.

Event description:
An aneurx/talent stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that distal type I endoleak from both limbs was discovered when the patient returned for follow up approximately five years and four months after the index procedure. The abdominal aortic aneurysm maximum diameter currently measured 9 cm. The patient received treatment two days later, where the physician built up on the left side from the external iliac up covering the left hypo. On the right side, the physician built from the top down and landing above the right hypo. The leak was resolved on both sides. Per the physician, the cause of the distal type I endoleak was unknown. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.